Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was stated that cross pin stuck in srom cutting block, universal handle tip fractures.